Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that during an arthroscopic procedure on the ankle, metal came off the unit into the joint. It was further reported that the metal was cleaned out and removed from the joint. The procedure was completed without delay.